Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they took a shower and placed the device in their bra, so the device was exposed to moisture. The customer's blood glucose was 351 mg/dl they declined troubleshooting stating that they were exercising and had the insulin pump disconnected for a little bit. While on the phone the customer checked their blood glucose again and the reading was above 200 mg/dl. Nothing further was reported. The customer also mentioned that there were some cracks on the reservoir compartment, which occurred when the customer was changing the reservoir, and another crack around one of the buttons, but the customer did not know how this happened. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump functioned properly during the rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, cracked reservoir tube window through reservoir tube near the act button and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.